Event description:
It was reported the bottom menu screen is unreadable. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is missing segments. Upper and lower cases, both bail covers, ring cover, and battery drawer are broken. Battery contacts are compressed. The ring is missing. Main printed circuit board is out of electrical specification.